Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was attempted to be recaptured for repositioning. The valve shape appeared unusual when attempting to recapture. The valve was unable to be recaptured. It was decided to deploy the valve rather than recapture/reposition. During debriefing, it was identified that a second operator went the wrong way to recapture and began deploying the valve instead of recapturing. The valve was implanted and the final result was reported as perfect. No patient complications were reported as a result of this event.